Event description:
Event description cpi received information that while the physician was attempting to perform a threshold test with the implantable cardioverter defibrillator (ICD) noise markers and some vf markers were noted on the electrograms. Lead impedance measurements were within normal limits, however, the r-waves had dropped from 20 mv to 7mv. The physician suspects the chronic lead may have become dislodged.